Manufacturer narrative:
Date sent: 7/11/2008. Empty, lockout broken. The er420 instrument was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through; and the handle posts that prevent the horizontal movement of the shaft were noted to broken. No clip formation testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied one clip and several clips followed. Another device was used to complete the case. There were no adverse consequence to the pt.